Manufacturer narrative:
The reported event could be confirmed, since physical evaluation revealed a damaged inner rod [bent thread at the tip]. Nevertheless, an assembling problem was not confirmed but disassembling of lag screw was impaired. The device inspection revealed the following: the tip of the inner rod is significantly damaged. The very tip is obviously bent. A simulation of a pre-surgical function test was performed on the lag screwdriver received. A sample lag screw and the returned lag screwdriver were used. The inner rod could be disassembled and assembled from the lag screwdriver. A sample lag screw could be assembled to the lag screwdriver. During disassembling the inner rod from the sample lag screw slight resistance was felt. But assembling could be carried out as intended. According to event description ¿this was noticed during surgery, but was already the case before this specific operation.¿ and thus, a pre-damage was confirmed. Due to the damaged thread, the function of the device is limited and should have been sorted out during maintenance check, which would have been possible in this case. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by improper handling [in combination with improper maintenance]. In case of intended use such damage would not have occurred. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
As reported: "lagscrewdriver could no longer be attached to lag screw. Metal debris was noticed on the end of the lag screw attachment. The insert of the lagscrewdriver was bend. This was noticed during surgery, but was already the case before this specific operation."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "lagscrewdriver could no longer be attached to lag screw. Metal debris was noticed on the end of the lag screw attachment. The insert of the lagscrewdriver was bend. This was noticed during surgery, but was already the case before this specific operation."